Manufacturer narrative:
The returned monitor was tested at benchmark and passed both isl (safety) and eit (performance) testing. Evaluation of the therapy cable confirmed no issue with device performance. There is no indication of a product malfunction. The evaluation of returned device indicated that the wcd performed as intended. Wcd role in patient death is unrelated to the device's intended use.

Event description:
Patient's caregiver called in to report that the patient died while wearing the wcd system on (B)(6) 2023. There is no official cause of death. MDR is filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.